Event description:
The customer reported "alarm and light signal when the heater is turned on". Patient involvement is unknown.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. Visual inspection found two rubber feet are missing, drain tube clip is broken, display plastic support and screw fell out of the device after removing the housing. Functional testing could not duplicate or confirm the reported complaint. No root cause could be established. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. To correct the primary problem no further action will be taken as problem couldn't be duplicated.